Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent nocturnal hyperglycemia with occlusion alerts while using an ilet system; the user replaced the inset infusion set without visible site or tubing issues, reviewed device reports with support, and was advised to trial a contact detach infusion set with a goodwill order and additional training scheduled. Symptoms included none reported. Outcomes included device alarm notifications without need for outside assistance or medical intervention. Investigation included review of device data and assessment of infusion set performance. Investigation of this case revealed hyperglycemia up to 300 mg/dl and suspected insulin delivery interruption consistent with occlusion, with the plan to address via supply change to a different infusion set. It was concluded, based on previously established findings for similar reports, that the cause was unclear given insufficient evidence of a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.